Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 7070988/7070956, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an active infection at the pocket and midline site due to not keeping the dressing on after the implant procedure. Symptoms of fluid discharge and fever were noted. The patient was placed in antibiotics and underwent an explant procedure.